Event description:
It was reported the impedance on this atrial lead was low and in 2003, there was undersensing that was fixed by reprogramming. The lead was later replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.